Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the black plastic coating on outside of instrument shaft melted at point of articulation and wires were sticking out. The device would not cauterize anymore. The instrument was removed and a new instrument was opened.